Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer was in an accident and the pump touch screen became shattered and unresponsive. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.